Event description:
The insert was broken when the insert was inserted in the surgery.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection from the received device was noted that the trial was fractured. Impact damages were observed on the distal edges of the device. It was determined that the fracture occurred in multiple rapid overloads, initiating along a distal anterior edge and propagating in the posterior and proximal directions. A fracture piece was not received for analysis. Discussions with material analysis engineer concluded that the impact damage was observed on the distal edges of the insert trial, suggesting that it may have been misaligned on the tibial tray during impaction. Fracture of the insert occurred in multiple rapid overloads. Dimensional and functional inspections were not performed as the device was returned broken. The event was confirmed. The investigation concluded that fracture was caused by it was determined the impact damage was observed on the distal edges of the insert trial, suggesting that it may have been misaligned on the tibial tray during impaction. Fracture of the insert occurred in multiple rapid overloads. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
The insert was broken when the insert was inserted in the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.